Event description:
On 2/21/79 the aus device was implanted. On 10/18/95 the pump was revised. On 12/13/95 the balloon was revised. On 6/23/97 the entire device was removed from the pt and replaced due to "recurring incontinence."